Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o-ring inside lip of reservoir compartment was missing. Customer's blood glucose level was 113 mg/dl. The customer also reported that the their was fluid in the reservoir compartment and insulin got in the reservoir compartment due to the reservoir leaking. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump and reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Conclusion: reservoir do not leak.